Manufacturer narrative:
Nakanishi is now trying to obtain further information about the event including the patient information.

Event description:
On (B)(6) 2018, nakanishi received an e-mail from a distributor ((B)(4)) about patient's accidental ingestion. Details are as follows: the event occurred on (B)(6) 2018. A dentist was performing a dental procedure using an nrs2-y (serial no. (B)(4)) and a shank (the model is unknown). During the procedure, the gear case cap assembly came off from the nrs2-y device and the patient swallowed the gear case cap assembly.

Manufacturer narrative:
Nakanishi is still trying to obtain further information about the event including the patient information. Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [c180813-01]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject nrs2-y device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. Other than the gear case cap assembly missing from the device, there were no visible abnormalities such as cracks or dents on the outside of the device. Nakanishi screwed a new gear case cap and a rubber cup to the returned device to replicate the circumstances at the time of event and observed whether or not the gear case cap assembly would loosen by polishing teeth of a jaw model under no load and under load (20g and 50g) in the 5 different directions. The motor was rotated in both forward and backward directions. The gear case cap assembly did not loosen during the evaluation. Nakanishi then conducted the same test with 5 ncm (minimum tightening torque), and confirmed that the gear case cap did not loosen during the test. Only when the gear case cap assembly was not firmly screwed did nakanishi observe that the gear case cap loosened. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the device and performed a visual inspection of the inside parts. Nakanishi observed abrasion of gears in the cartridge. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: although nakanishi could not replicate the reported event, nakanishi considers the possibility, from similar phenomena that nakanishi has experienced in the past, that the combination of a strong impact on the device with cutting vibration could result in the reported gear case cap assembly loosening/detachment. Failure to check the device condition before each use as instructed in the operation manual contributes to the part loosening/detachment. In order to prevent a recurrence of the part loosening/detachment, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to nsk europe and directed nsk europe to remind the user of the importance of checking the device before use as instructed in the operation manual.

Manufacturer narrative:
Nakanishi took the following actions to obtain further information about the event including information about the patient, however no additional information was provided. - on august 9, 2018, nakanishi sent an e-mail to the distributor requesting the additional information. - in september, 2018 (the exact date unknown), nakanishi made a phone call to the distributor. - on january 11, 2019, nakanishi received an e-mail from the distributor, but no additional information was included.